Event description:
It was reported that this patient presented to a follow up visit with a bandage over the pocket of this implantable device. The bandage was removed and one of the patient's leads and a suture sleeve had eroded through the skin. The patient has had recent radiotherapy cancer treatments every 3 months with the last treatment occurring 2.5 months ago. Additionally, he previously underwent surgery for removal of a cancerous lump which was in the area of his left collarbone near the device site. The patient was referred for system explant in the near future. A replacement system will most likely not be implanted as the patient requires less than 1 percent pacing. The system remains in service as this time. No additional adverse patient effects were reported.